Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient. The rep reported that since implant, the patient has experienced pinching and pulling in their back at the implantable neurostimulator (ins) pocket site. The caller was redirected to follow-up with the patient¿s physician. No further complications were reported or anticipated. Additional information received from a manufacturer representative (rep). It was reported that the cause of the pinching/pulling at the ins pocket site was not determined, but the healthcare provider (hcp) was considering a pocket revision. No further complications were reported/anticipated. Additional information was received. It was reported the patient was going to have surgery on (B)(6) 2020 to have the repositioned in the body because the ins had been pinching and pulling since it was implanted. The healthcare provider thought the ins was sitting on a nerve.